Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level was 450 mg/dl and current 200 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that the past 3 days he had changed his set and reservoir twice and there was no issues with the sites. The insulin pump will be returned for analysis.